Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that the medial and lateral edges are mushroomed especially on the right side and the anterior locking clip slot is damaged. The articulating surfaces are covered with scratches, gouges and impressions and there is evidence of delamination. The component's condyle wear suggests the femoral and tibial components were rotated relative to each other for some time. The anterior lip damage suggests the femoral component had pushed through the lip and could have contributed to the locking bar fracture. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2002. Subsequently, a revision procedure was performed on (B)(6), 2010, due to fracture of the locking bar. It was noted during the revision that the polyethylene bearing was worn. The locking bar and polyethylene bearing were removed and replaced.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2010 due to fracture of the locking bar. It was noted during the revision that the polyethylene bearing was worn. The locking bar and polyethylene bearing were removed and replaced.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.(B)(4)